Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use the needle would not engage into the safety mechanism. Resistance was felt upon pulling the needle into the mechanism. No adverse health outcome resulted from this event.

Manufacturer narrative:
(B)(4). One used deltec® gripper plus® safety needle was returned for investigation. A review of the device history record was performed and no discrepancies or anomalies were found. A visual inspection was performed and it was observed that a portion of the safety arm presented excess solvent and appeared to be adhered to the base. Functional testing was performed and excessive force was required to activate the safety mechanism, which resulted in the device breaking. The complaint was confirmed. A manufacturing review of a similar device was performed and no discrepancies were found. The most probable root cause was determined to be: the operator applied an excessive amount of solvent in the bonding between the gripper ay base and the tube and the base became adhered. The operator did not follow procedures and did not perform the visual inspection in order to detect excess solvent.